Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/2.0 mm balloon ruptured at ten atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the proximal left anterior descending coronary artery. The physician used a tonokura introducer sheath for vascular access, a launcher guide catheter and a bmw guide wire to cross the lesion. It is noted that resistance was met with insertion of the device. The maverick2 monorail balloon was removed and replaced with another balloon of the same type to successfully completed the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.